Event description:
A customer reported encountering cgm error 42, but after performing a pump reset with guidance from technical support, there were no further occurrences of the error. There was no adverse impact to the customer¿s blood glucose level. The customer successfully initiated a new sensor session following the corrective action.